Event description:
A wife of the consumer reported that following use of this product, her husband had symptoms of irritated eyes for three months. She reported that during a doctor's visit, her husband was diagnosed with keratitis in both eyes and was prescribed corticosteroid/antibiotic drops [at the time of the wife's report, she stated her husband has not started treatment]. The wife of the consumer reported her husband discontinued use of the product and has not been wearing his contact lenses. On (B)(6) 2011, additional info was received from the consumer who reported that the keratitis, which is very mild in the right eye, is not resolved and the treatment is ongoing.

Manufacturer narrative:
Method evaluation: visual examination. Eval summary: visual examination of the return sample shows 1 bottle with no seal, approx full of solution. A small amount of dust-like material was observed on the cap and shoulder of bottle. The solution appeared clear with typical color, clarity and odor. Review of the complaint history showed one other complaint for red, itchy eyes. Review of the compounding, filling, and packaging mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the stability data for all opti free replenish lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. This lot met review of the incoming qa inspection results for all the component lots showed them to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined. Additional info was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire was received from the consumer on (B)(6) 2011. A completed questionnaire from the doctor has not been received. (B)(4).